Manufacturer narrative:
This report is submitted on 15 apr 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device and it was noted an increasing number of out-of-range electrode impedances. However, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is reported that the device has been explanted on (B)(6) 2021 and the patient was reimplanted with a new device. This report is submitted on 18 may 2021.